Event description:
Medtronic received information regarding an adjustable valve. It was reported that the device was adjust to 1.0. A week later, the surgeon wanted to adjust the patient to .5. The valve was stuck at 1. The residents tried a couple of times to adjust patient and then called via facetime with the patient bedside in nicu to confirm they were following the proper steps. After watching them adjust the patient and doing all the steps correctly, the valve was still stuck at 1. The manufacturer representative (rep) went in the next day to help adjust the patient . The rep had a demo valve with them so that the residents could feel and see where the reservoir and magnet are both located. This seem to really help as the resident was able to align the valve correctly with the tool and adjusted the patient to .5. It was confirmed 3 times with the rep's adjustment tools and also confirmed 3 times with the resident adjustment tools. The issue clearly was the residents were not lined up correctly over the valve. There was no impact to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.